Manufacturer narrative:
Device evaluation: a service engineer inspected the device and replaced the power supply to correct the issue. During repairs, the se found the air hose to be damaged. The se replaced the air hose. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a system error and the unit would not ventilate; the safety valve was reported to be open. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: the condor power supply was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. Calibration, est and sst procedures were run successfully without any errors. The ventilator was put into normal ventilation mode and ran successfully in ventilation mode for 40 hours. A review of the test ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. The alternative current (ac) power was continuously connected during the run in period to allow the battery to become fully charged. The ac power was disconnected near the end of the run in period to determine how long the ventilator would run on battery power. The ventilator operated on battery power for 65 minutes exceeding the 60 minutes range specification for a fully charged 802 bps battery pack. Although the field service engineer replaced the power supply, the returned part investigation found that there was no malfunction or product deficiency. If information is provided in the future, a supplemental report will be issued.